Event description:
It was reported that the patient presented to clinic with backup battery faults on both of their system controllers. It was said the patient exchanged their system controller without calling the clinic. The new primary controller was changed out for wear and tear in clinic. Log files were submitted for review for system controller (B)(6) and captured emergency backup battery (ebb) faults on (B)(6) 2026 due to the ebb failing the load test. The event log from (B)(6) was submitted for review and captured ebb faults on (B)(6) 2026 due to the ebb failing the load test. The remainder of the periodic log file was unremarkable. The ebb with the new system controller, (B)(6), also had an ebb fault that would not clear after multiple reseating. This battery was changed out, and the new battery solved all issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.